Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator was unable to be interrogated via rf telemetry. It was determined that the device could no longer pair with rf telemetry. The patient was brought into clinic for further evaluation. The device was able to interrogate normally with inductive telemetry but could not with rf antenna. A device firmware download was performed successfully and rf functionality was restored. The patient remained asymptomatic and was in stable condition post event. The patient would continued to be monitored with normal follow up.